Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. E1: patient city: (B)(6). Patient country: netherlands.

Event description:
Reference number (B)(4). Event occurred in netherlands. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, it was reported that patient was hospitalized due to any blood glucose level, diabetic ketoacidosis seizure and diabetic coma. Patient was hospitalized on (B)(6) 2024. Length of hospitalization was greater than 24 hours. Sick, unwell, tired and vomiting symptoms were reported at time of hospitalization. The blood glucose level was 31.9mmol/l. Infusion set appeared to be came out of the site. No further information available.